Event description:
It was reported that since a fall, the patient had been experiencing an intermittent shocking sensation in the foot/ankle area. It was unknown if it was device related but the patient reported that she turned the stimulation off and did not experience shocking when off. It was noted that a reprogramming was planned for (B)(6) 2013, and impedances were going to be checked. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n363438, implanted: (B)(6) 2012, product type: accessory .product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).